Manufacturer narrative:
Due to character limitation in e1, full event site name is (B)(6). Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had screen blackout. There was no injury reported.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d9(device available for eval), d10, e1(event site address, event site email), e3, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit and the problem was found as reported. The fse replaced the assy, top level display, rohs and the device returned to expected use. It was reported that safety and functional tests are yet to be performed.

Event description:
It was reported that during pre use check, the cardiosave intra-aortic balloon pump (iabp) had intermittent screen blackout. No patient involved.